Event description:
Inop condition during pre-check. No patient harm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the issue was caused by a malfunctioning main pcb. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of 04/17/2015 the alleged faulty main pcb has not been received. Should the alleged faulty main pcb be received and evaluated, a follow-up medwatch report will be submitted.